Manufacturer narrative:
(B)(4). The customer called requesting assistance in obtaining retrospective data on a patient that expired. The customer did not allege a device malfunction or that the device contributed to the death of the patient. The hospital biomedical engineer called philips for assistance in obtaining the logs stored in the central station in order to understand how often alarms were being silenced. The biomedical engineer confirmed that the issue was user related. The available information does not support that there was a malfunction, design or labeling problem, but an issue due to silencing/suspending of alarms by the user. Device labeling (instructions for use) adequately describes alarm behavior including silencing of alarms. Consideration of this complaint and similar complaints supports that there is no malfunction, design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.

Event description:
The customer called to ask for log files regarding a patient code event. The patient expired.